Event description:
It was reported that a patient had a "spinal fusion" procedure that "resulted in a bone growth over the fusion site". Approximately 6 years post-op, the patient states "a really huge surgery" was performed to correct this. The artificial disk was removed and a titanium cage was put in place. The patient reportedly also "lost (B)(6) lbs and couldn't eat". No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.